Event description:
It was reported that the patient underwent a lead replacement due to high impedance. The patient's generator was replaced prophylactically. The explant facility historically does not return explanted products; therefore, product return is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. It was reported that there were no known falls, manipulation or trauma which could have contributed to the high impedance or cause a lead injury. The physician suggested that the cause of the high impedance was "broken leads." No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.